Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, the evidence basis for endovascular treatment of aiod with covered stents continues to evolve. Covered stents have a demonstrated benefit over bare metal stents.

Event description:
Received an article titled "covered stents in iliac artery occlusive disease: what is the evidence?" Published on the journal of cardiovascular surgery. The article consisted of a review of data presented in seven studies and the analysis of that data for the treatment of aorto-iliac occlusive disease (aiod). Per the article, six iliac vessels developed significant restenosis and/or occlusion.